Manufacturer narrative:
(B)(4). Unable to power on pump, verify serial number, or perform displacement test due to broken battery tube threads. Pump also received with cracked case behind the pump near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was broken at back. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump was not dropped. The insulin pump will be returned for analysis.